Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6)2026, the patient sated that after the wearable failure, a nurse who lived next door attempted to assist the patient with obtaining a glucometer, and went to a local store to purchase one however glucometers were not available. No medical treatment was provided or cgm or bg finger stick values obtained for the time period of the sensor failure. At some point his symptoms included nausea, dizziness, vomiting, visual disturbance (double vision), and a general feeling of unwellness. No altered consciousness was reported. He indicated in that time period (unspecified date) he went to the hospital for assistance, and alleged the cgm device failure resulted in the ER visit. Although treatment details were requested, he indicated no hospitalization occurred or treatment at the ER was reported during the call. At the time of the report, he stated he was in good condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.